Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell while connected to the pump, and the touchscreen is now cracked and no longer functional. Customer's blood glucose level (bg) was 152 mg/dl. Customer has insulin pens to address bg's and for continued insulin therapy.

Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.